Event description:
On (B)(6) 2012 one ziv6-35-125-7.0-120-ptx was placed in the right upper sfa of a male pt. One ziv6-35-125-7.0-120-ptx was also placed in the right above-knee popliteal artery on the same day. On (B)(6) 2014 occlusion due to thrombosis in the right upper sfa lesion and proximal to the lesion was confirmed by ultrasound imaging. Worsened claudication and worsened rutherford were observed on the pt. On (B)(6) 2014 pta was performed against the occlusion and the condition of the pt improved. No further adverse effects to the pt have been reported as occurring.

Manufacturer narrative:
PMA/510(k)#: p100022 and s001. The zilver device involved in this complaint was not available for evaluation. The stent remains implanted in the patient. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation. These were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: ¿findings: one pertinent angiographic run of the superior right thigh is provided. The remaining imaging is from gore excluder implantation just preceding the right superior thigh angiography. The image demonstrates a hand compressing the right groin with surgical gauze. Contrast fills the superior sfa. The proximal 7.5cm of the 12cm long zilver ptx stent was imaged. The zilver ptx stent had been implanted inside of a 7x80 smart stent. The smart stent began 1cm superior the zilver ptx stent. A third more distal stent was overlapped the zilver ptx stent¿s distal 6cm. This likely was not the second zilver ptx stent mentioned in the complaint report because it was too superior for the above knee popliteal artery. A smooth mound shaped 60% (2.4/6.5mm) maximal diameter stenosis was present in the superior end of the smart stent. This segment was not covered by the zilver ptx stent. The stenosis continued into the zilver ptx stent 3mm. A second 45% (3.3/6mm) smooth 1cm long mound shaped stenosis was present in the zilver ptx stent centred 27mm from the stent¿s proximal end. The remaining imaged stent surfaces were covered with a thin layer consistent with neointimal. Impression: the reported occlusion likely was treated with embolectomy just after gore excluder implantation. The residual filling defects are consistent with neointimal hyperplasia however the most severely affected area involving the smart stent just proximal the zilver ptx stent. This would have significantly limited inflow. Because the zilver ptx stent was deployed inside of a smart stent, it is possible neointimal hyperplasia was present pre zilver implantation. Although the zilver ptx stent was not constrained in the ap projection, constraint in the lateral projection cannot be excluded by the provided imaging.¿ from the patient¿s pre-existing conditions provided with this complaint, it is known that the patient had known potential risk factors for thrombosis such as advanced age ((B)(6)) and history of tobacco use (currently non smoker). According to the independent reviewer the occlusion was likely treated with embolectomy and the residual defects suggest neointimal hyperplasia. Further information was requested, from the reviewer, regarding 'occlusion due to thrombosis'. The following comments were made, "the provided imaging did not demonstrate an occlusion. Imaging of the occlusion was either not performed or not provided. Given the circumstances taking the complaint as fact, the occlusion was likely treated with embolectomy as stated in the report". The customer complaint is confirmed based on customer testimony as the imaging did not demonstrate vessel occlusion. Worsened claudication and worsened rutherford are the symptoms of progressing peripheral artery disease. It is unlikely that thrombosis in the right upper sfa lesion and proximal to the lesion could have occurred due to zilver ptx malfunction however a definitive root cause of this event cannot be determined and no other comments can be made at this time. It may be noted that worsened claudication and arterial thrombosis are known potential adverse events associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, pta was performed and patient's condition has improved. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and review of images relating to this event: initial event description as follows: on (B)(6) 2012 1 x ziv6-35-125-7.0-120-ptx was placed in the right upper sfa of a male patient. 1 x ziv6-35-125-7.0-120-ptx was also placed in right above-knee popliteal artery on the same day. On (B)(6) 2014 occlusion due to thrombosis in the right upper sfa lesion and proximal to the lesion was confirmed by ultrasound imaging. Worsened claudication and worsened rutherford were observed on the patient. On (B)(6) 2014 pta was performed against the occlusion and the condition of the patient improved. No further adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
(B)(4). The zilver device involved in this complaint ((B)(4), lot number c776083) was not available for eval. The stent remains implanted in the pt. With the info provided a document based investigation was carried out. Images were requested to support the complaint investigation however it has been confirmed that images are unavailable for this case. From the pt's pre-existing conditions provided with this complaint, it is known that the pt had known potential risk factors for thrombosis such as advanced age (77) and history of tobacco use (currently non smoker). It is possible that there were also add'l risk factors that could have caused or contributed to thrombosis, however no other info is available. Worsened claudication and worsened rutherford are symptoms of progressing peripheral artery disease. It is unlikely that thrombosis in the right upper sfa lesion and proximal to the lesion could have occurred du to zilver ptx malfunction however a definitive root cause of this event cannot be determined and no other comments can be made at this time. As no images were available to support the complaint investigation the complaint is confirmed based on customer testimony. It may be noted that worsened claudication and arterial thrombosis are known potential adverse events associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection adn functional checks to ensure device integrity. A review of the relevant mfg records reviewed no discrepancies that could have contributed to this complaint. According to info provided, pta was performed and pt's condition has improved. Qual engineering will continue to monitor complaints of this nature for potential emerging trends.